Event description:
Covidien received information of ventilator with a black display. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator passed self-testing.(B)(4).